Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is related to a (B)(6) patient. It was reported the patient underwent an ipg replacement procedure for an unknown reason. During the procedure, the patient's ipg became in operable. In turn, the patient's ipg was explanted and replaced as planned. Additional information gathered revealed an electrosurgical unit was believed to have been used during the procedure.